Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. It was further reported that the ¿patient found a spill of solution on the table where the homechoice device was located¿. This event was identified during a ¿self check¿ step of peritoneal dialysis therapy and before patient connection. There was no leakage noted from the primary container. There was no damage or loose connection noted. When found, the patient replaced the set with a new one to continue with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.